Event description:
An (B)(4) baxter employee contacted a baxter (B)(4) to report a flo-gard infusion pump that a key on the keypad was inoperative; this condition had the potential to interrupt delivery. This condition was found in unit 1 before use. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that had a key on the keypad being inoperative was confirmed during product evaluation. This condition was caused by an inoperative keypad. A service history review revealed that this device was not previously serviced for the reported condition. The device history record review revealed that the data card was discarded per doc 20j retention period.